Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system after announcing two consecutive dinners during ongoing low glucose alerts; the patient was using a dexcom g7 and treated the low with oral carbohydrates (three juice boxes, planning hawaiian punch), and no alarms or malfunctions were reported. Symptoms included feeling annoyed. Outcomes included a lowest reported glucose of 53 mg/dl and glucose outside the target range for up to two hours, with no medical intervention, hospitalization, or ketone testing. Investigation included review of device logs and user interview with troubleshooting and education. Investigation of this case revealed user-related insulin dosing behavior inconsistent with recommended use, specifically meal announcements during active hypoglycemia, which likely contributed to the event. It was concluded, based on previously established findings for similar reports, that user error was the most probable cause.